Event description:
It was reported that this event involved a (B)(6) female patient. Relevant medical history - moderate heart disease, hypercholesterolemia, hypertension, uterus cancer, lt. Subclavian stenosis, degenerative disc disease, abdominal aortic aneurysm. The procedure occurred in the operating room. The catheter was inserted in the right radial artery. The device was only in the patient during surgery time (less than one day). The insertion went very smoothly and the inserter felt no resistance when advancing the guidewire or catheter. Upon removal of the catheter, the catheter hub removed with only a quarter of an inch of catheter attached. The nurse noticed that the catheter had broken off leaving the majority inside the patient's artery. The surgeon performed ultrasound and x-ray to observe the catheter in the artery. The patient had a small artery and the catheter did not embolize. The surgeon put the patient under IV sedation and surgically removed the remaining 3.5 cm of catheter at the original insertion site. The patient is safe and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.